Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during routine check cardiosave intra-aortic balloon pump (iabp) had pressure difference between cardiosave monitor and the patient monitor. There is no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. All functional tests and calibration are done, all the parameters are found in the specified range and the machine is handed over in good working condition.